Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open after it had been fired. It is unknown what firing this occurred on. It is unknown how it was removed from the vessel. There was no patient harm reported.